Event description:
Report received from allergan (B)(4) on behalf of the physician: approx 3 months after treatment with juvederm ultra plus with lidocaine in the tear through and smile lines, the pt presented with a swollen cheek which looks like a bee sting, plus 2 small dark pigment spots corresponding to possible injection site. Unspecified antibiotics were prescribed to the pt. The pt is also having other treatment for dermal problems (not specified). It is not known at this time if the treatment was given to hasten resolution of symptoms or the prevent worsening of symptoms that would lead to permanent damage. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Device evaluation summary: the batch number h30l502953 was released by qc according to defined specifications. All the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. This reaction could be linked to a hypersensitivity of the pt, to the injection itself or to a secondary reaction to the injection. The exact cause of the event is impossible to determine.